Manufacturer narrative:
The device was not returned for further investigation by the manufacturer.

Event description:
It was reported that a patient alerted the clinician that she was wet on one side of her body. The clinician noticed the tubing to have leaked taxol from the tubing filter. Although the patient's clothing was wet from the leak, there was no harm reported. The tubing was reported to be changed without further issue. No additional information is available at this time.